Event description:
A customer reported that the high/low glucose alarm sound was very low with the adc device, and therefore the customer had difficulties hearing it. Due to this issue, the customer experienced vomiting and loss of consciousness, requiring unspecified treatment by their parent. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is per the customer report of "(B)(6) 2022". All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A customer reported that the high/low glucose alarm sound was very low with the adc device, and therefore the customer had difficulties hearing it. Due to this issue, the customer experienced vomiting and loss of consciousness, requiring unspecified treatment by their parent. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader. The audio and vibration function was tested with approved software. Both audio and vibration functions worked properly. Extended investigation has been performed for modified serial number for the libre reader. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Visual inspection has been on returned reader and no damage was observed. Sound and vibration was enabled in the reader menu settings and reader self-test was performed. Reader passed all tests indicating that electronics including sound and vibration module is functioning as intended. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the high/low glucose alarm sound was very low with the adc device, and therefore the customer had difficulties hearing it. Due to this issue, the customer experienced vomiting and loss of consciousness, requiring unspecified treatment by their parent. There was no report of death or permanent injury associated with this event.